Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a keypad anomaly when at rewind screen. The insulin pump was not rewinding and they are unable to get the rewind screen. The customer blood glucose level was unknown. The customer was advised that the device would be replaced. The device will return for analysis.

Manufacturer narrative:
All buttons functioned properly during testing. However, moisture damage was found on the keypad traces during visual inspection. The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The rewind functioned properly during testing. No rewind or drive/motor anomaly was noted. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a missing end cap sticker, and a scratched reservoir tube window.